Event description:
Info received indicates the foot end casters would set into the brake position but the casters continued to swivel.

Manufacturer narrative:
The tech replaced the casters to repair the stretcher.